Manufacturer narrative:
This supplemental report is being submitted to additional information. This subject device was not a factor in causing the following events, as the a medical package insert that the following events should be prevented from occurring. "Since there is a risk of unintended tissue perforation, bleeding, or damage, the field of view should be secured, and the grasping section and probe tip should not be buried in the tissue, and the grasping section and probe tip should not be in contact with surrounding tissue other than the target area before outputting." "The probe tip is tapered, which may lead to organ or tissue damage. Therefore, the procedure should be performed with the probe tip visible."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The event can be prevented by following the instructions for use which state: ¿use the sonicbeat instrument properly. Improper use may cause the probe tip to fall off inside the body cavity, premature wear, partial separating, deformation, breakage, patient and/or operator injury, burns of the surgeon, surgical staff and/or patient, electric shock, abnormal output or malfunction, perforation, bleeding, postoperative bleeding, tissue damage, and infection to the surgeon, surgical staff and/or patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned to omsc as it was discarded at the facility after the procedure. The provided information indicates that the product name was sb-0535fc and the lot number unknown. Since the lot number of the subject device was unknown, the DHR for over the past year prior to the date of occurrence was inspected. No abnormalities detected in the DHR of the following items which relate to the reported phenomenon. [Inspection] ultrasonic output. [Inspection] appearance. As the information provided from the initiator indicates that the ureter was not damaged by the sb failure. It also indicates that the ureter was damaged by mistake. Therefore, it is determined that user handling caused the reported event.

Event description:
Olympus medical systems corp. (Omsc) was informed by the olympus medical science sales co.,ltd. (B)(4) that during alaparoscopic total hysterectomy procedure at the user facility, accidentally incised the ureter while incising the vaginal canal with the subject device. The facility performed a ureteral anastomosis as an additional procedure. The intended procedure was completed with another device. There were no reports of any malfunction of any of the olympus devices used during the initial procedure.